Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a highest blood glucose of 400 mg/dl during an illness; the user reported limited carbohydrate intake, took a walk, hydrated, and showered, and the ilet delivered correction without the need for manual injection or supply changes. Symptoms included irritability and nausea. Outcomes included no health consequences or impact, and no outside assistance or medical intervention. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available and the cause was not established. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.